Manufacturer narrative:
The battery (bat595954) was returned for evaluation. Various analyses and reviews were conducted in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination. The functional testing revealed that the battery was unable to charge due to a flag but could still provide power. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. As a result, the reported not-charging event was confirmed as the battery was not able to charge. The reported battery with no power could not be confirmed. The most likely root cause of the reported not charging can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery charger was showing a flashing red light while the battery was charging. The battery was moved to a different port and it continued to produce a flashing red light. The battery was tested on a controller port and did not provide power. The battery was removed from service and replaced. No patient complications have been reported as a result of this event.